Event description:
It was reported, that during a procedure, via the right femoral, to implant a g2 vena cava filter, the doctor was having difficulty with the delivery sheath and could not advance the catheter. It was reported that the patient was obese, so the access was difficult from the start. The sheath became bent, possibly from the force used to push the catheter through, so another sheath was used to complete the procedure. The filter implanted without difficulty after the sheath was replaced and there was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned for evaluation as it remains implanted. The delivery system was discarded by the user facility. It is unknown if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.